Manufacturer narrative:
Product event summary: hvad pump implant kit (B)(4), including original packaging, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed damage to the outer box, thus confirming the reported event. No damage to the inner or outer tray was observed. Based on the available information, the most likely root cause of the reported event may be attributed to improper handling. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sterile implant kit (B)(4) (B)(6) was compromised during delivery. The outer and inner boxes are damaged.